Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced an episode of torsades. The device delivered a shock, however, the rhythm remained. A second shock was delivered and appeared to be a "dirty" break. Technical services (ts) discussed the shocks appeared ineffective and recommended further evaluation of the system and placement. It was noted that the physician was considering replacing the system with a transvenous system. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. This s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced an episode of torsades. The device delivered a shock, however, the rhythm remained. A second shock was delivered and appeared to be a "dirty" break. Technical services (ts) discussed the shocks appeared ineffective and recommended further evaluation of the system and placement. It was noted that the physician was considering replacing the system with a transvenous system. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. This s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced an episode of torsades. The device delivered a shock, however, the rhythm remained. A second shock was delivered and appeared to be a "dirty" break. Technical services (ts) discussed the shocks appeared ineffective and recommended further evaluation of the system and placement. It was noted that the physician was considering replacing the system with a transvenous system. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.